Event description:
It was reported that the device triggered elective replacement indicator (eri) inappropriately, resulting in being unable to reprogram the device. The patient will continue to be monitored, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: products 330158 competitor implantable pacing lead - 1990-(B)(6). (B)(4).